Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 9th may 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull was performed which confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table leading to a patient fall from the operating table, was to reoccur.

Event description:
On 9th may 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. We decided to report the issue based on the serious injury of the patient. Initially, we decided to report the issue due to the serious injury of the user as the CT performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that CT should not be categorized as a professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the injury was reconsidered to a minor.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and h1 type of reportable event fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 9th may 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull confirmed that there were no traumatic injuries. However, the CT performed is considered as medical intervention to preclude permanent injury. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. We decided to report the issue based on the serious injury of the patient. Corrected b5 describe event or problem: on 9th may 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. We decided to report the issue based on the serious injury of the patient. Initially, we decided to report the issue due to the serious injury of the user as the CT performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that CT should not be categorized as a professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the injury was reconsidered to a minor. Previous h1 type of reportable event: serious injury. Corrected h1 type of reportable event: malfunction.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck, and skull was performed which confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. Initially, we decided to report the issue due to the serious injury of the user as the CT performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that CT should not be categorized as a professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the type of reportable event was reconsidered to a malfunction as no injury occurred. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table leading to a patient fall from the operating table, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck, and skull was performed which confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. Initially, we decided to report the issue due to the serious injury of the user as the CT performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that CT should not be categorized as a professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the type of reportable event was reconsidered to a malfunction as no injury occurred. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. No malfunction was found, however, after the consultation with the manufacturer it was recommended to replace the valve and the hydraulic oil as a preventive measure. Therefore, it was considered that the getinge device failed to meet its specifications. In summary, this complaint is the first one registered on maquet gmbh or table mobile where an unintended movement of the table led to a patient fall from the (B)(6) operating table. Comparing the number of devices involved in the adverse event to the amount of (B)(6) operating tables on the market we can conclude the failure ratio is (B)(4) for the issue investigated herein the issue investigated herein is a single and isolated case. The affected device was inspected by a getinge service technician. As stated by the technician and confirmed by photographic evidence, there were no oil leaks. The proper functioning of the hand control system and override panel was validated, and it was confirmed that the table did not move involuntarily during a load test. It was verified that the table only moved when the proper buttons on the column control or hand control were pressed. The issue investigated herein was consulted with the manufacturer. It was assessed to replace the valve and hydraulic oil as a preventive measure. The manufacturing date of the affected mobile table is unknown, but the table is at least 18 years in use as the production of this version of the device was discontinued in 09/2005. The review of the customer product complaint database revealed that there were no complaints related to this particular device. Therefore, it can be concluded that the issue investigated herein could be related to the age of the device. However, since the technician did not find any malfunction or irregularities in the table functioning and after consulting quality specialists, it was determined that the exact cause of the described event could not be identified. In summary and as a result of the performed root cause evaluation, it was concluded that the investigated issue, namely the unintended movement of the table leading to a patient fall from the operating table, was impossible to define. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b1 adverse event / product problem: adverse event. Corrected b1 adverse event / product problem: product problem. Previous b2 outcomes attributed to adverse event: required intervention. Corrected b2 outcomes attributed to adverse event: n/a. Previous b5 describe event or problem: on (B)(6) 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. We decided to report the issue based on the serious injury of the patient. Initially, we decided to report the issue due to the serious injury of the user as the CT performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that CT should not be categorized as a professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the injury was reconsidered to a minor. Corrected b5 describe event or problem: on (B)(6) 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck, and skull was performed which confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. Initially, we decided to report the issue due to the serious injury of the user as the CT performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that CT should not be categorized as a professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the type of reportable event was reconsidered to a malfunction as no injury occurred. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table leading to a patient fall from the operating table, was to reoccur. Previous h6 health effect ¿ impact codes: minor injury/ illness / impairment///4613. Corrected h6 health effect ¿ impact codes: no health consequences or impact///2199.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The purpose of this submission is to provide a correction of the severity of incident. The correction of b1 adverse event / product problem, b2 outcomes attributed to adverse event, b5 describe event or problem and h1 type of reportable event fields deems required. This is based on the internal evaluation. Previous b1 adverse event / product problem: product problem corrected b1 adverse event / product problem: adverse event previous b2 outcomes attributed to adverse event: n/a corrected b2 outcomes attributed to adverse event: required intervention previous b5 describe event or problem: on (B)(6) 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull was performed which confirmed that there were no traumatic injuries. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table leading to a patient fall from the operating table, was to reoccur. Corrected b5 describe event or problem: on (B)(6) 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull confirmed that there were no traumatic injuries. However, the CT performed is considered as medical intervention to preclude permanent injury. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. We decided to report the issue based on the serious injury of the patient. Previous h1 type of reportable event: malfunction. Corrected h1 type of reportable event: serious injury.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of our devices - 113102b0 - betastar mobil operating table. As it was stated, in the middle of the surgical procedure, the table suddenly verticalized to the left side, which caused the patient to slide toward the thighs and legs of the surgeon and assistant. The patient fell with a sheet and pillow. The table was changed and the patient was placed on another table. A CT scan of the chest, neck and skull confirmed that there were no traumatic injuries. However, the CT performed is considered as medical intervention to preclude permanent injury. The affected device was checked by getinge technician. The inspection of the device confirmed that the table does not make involuntary movements and the movements of the table are only performed when the button is pressed from the column control to activate them. We decided to report the issue based on the serious injury of the patient.